Manufacturer narrative:
No injury reported. Technician found corrosion. He replaced connector on retracting frame and calibrated scale to resolve.

Event description:
Technician alleged no scale display or bed function.